Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The heavily calcified lesion in the moderately tortuous mid circumflex artery was predilated with a 3.0x15mm maverick balloon. The physician attempted to place the taxus express2 3.0x24mm drug eluting stent. Excessive force was used to try to push the stent into the lesion and while he was pushing, the portion of the catheter outside the patient kinked. The physician continued to push on the catheter and the shaft broke into two pieces. Both pieces were removed and a new taxus express2 3.0x24mm drug eluting stent was used to complete the procedure. No patient complications were reported. Patient status is satisfactory.